Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The device was discarded and not available for analysis. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide lists the following as potential risk: "the risks associated with the implantation and use of a spinal cord stimulation system include: temporary or persistent post-surgical pain at hardware implantation sites, inadequate pain relief following system implantation or over time, and skin irritation. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above.". The root cause of the inadequate stimulation therapy cannot be determined.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported inadequate pain relief following implant procedure. The scs system was explanted.